Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of less than 20 mg/dl at the time of the incident. The customer got into a car accident due to the low. The customer was given glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event, as the customer had just started using the pump. Troubleshooting was not completed as this was a past event. The customer had worked a lot on the day of the incident and was still changing their basal rates. The insulin pump will not be returned for analysis.